Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a known good ac adapter as well as a known good test patient circuit. The ventilator passed 135 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection of the ventilator did not reveal any abnormalities with the ventilator. Review of the event trace log revealed multiple ¿high f1¿ (high breath rate alarm occurred) entries. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to carefusion that when the unit is set to a peep (positive end expiratory pressure) of 5, the unit begins to auto cycle. It is unknown at this time whether there was any patient involvement associated with this complaint.